Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection of the received device found the tamper seal removed/broken. Functional testing was not performed. Inspection of the device identified the root cause of the problem was due to worn drive train parts. The worn parts were due to normal wear. As the pump was over 14 years old, it was returned to the customer not serviced. No product information has been provided to date. This MDR was generated under protocol (B)(4).